Manufacturer narrative:
H3,h6: a system checkout was performed under a different case and this is found that troubleshot the detector, collimator, cable chain, detector interface, umbilical cable, mvs(mobile viewing station) computer before determining that the focal spot of the x-ray tube was off from the factory. This was causing the issues where the tolerances of the slot were extremely small. Resolved by replacing the tube. Completed a system checkout and the system is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system aborting images while stitching 2d long film images. An error would appear "image frame rates were below recommended levels". Navigation was aborted. Patient was present. There was less than one hour (10 mins) of surgical delay and no impact on patient outcome.